Event description:
During the evaluation of a returned spectrum infusion pump, 2 occurrences of 'upstream occlusion' alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.